Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was informed by technical support to use multiple daily injections as a backup therapy and was provided with a replacement pump, which has updated software. They were also given instructions on how to return the defective pump and advised on steps to follow when the replacement arrives.